Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with cefazolin (intraperitoneally, for 20 days, dose, and frequency not reported) and zidimbiotic (1g, daily, for 20 days, intraperitoneally) for the peritonitis event. After twenty days of hospitalization, the patient was discharged. Dianeal therapies were ongoing. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.